Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: this complaint is for a report of a leak in the cassette. A batch review was conducted and no issues were found related to the reported condition. The leak was not confirmed in the lab. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
While following up for a reload set 151 alarm, the patient stated the following: the cassette was removed and had a leak in the lower left corner with no damage noted. This occurred during use but the patient was not connected. The sample was discarded but a companion sample was available and requested. No patient injury or medical intervention was reported.